Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that after the placement of this right atrial (ra) lead at implant procedure, it exhibited out of range pacing impedance. This ra lead was then successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test was within normal limits. Visual inspection revealed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observation of high impedance.

Event description:
It was reported that after the placement of this right atrial (ra) lead, at implant procedure, exhibited high out of range pacing impedance measurements. This ra lead was then successfully replaced. No adverse patient effects were reported.